Event description:
(B)(6), end user, states he was walking his dog last night and he went over a small bump and his chair totally cut out. Batteries seemed charged. When he puts it on charge the green light comes on and it flashes 6 times he thinks.